Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn as this time.

Manufacturer narrative:
Insulin pump had no moisture damage in the electronics, motor, vibrator, battery tube and keypad assembly during visual inspection. No blank display during testing. No damage found on the lcd connector isolation tape noted. Insulin pump had a cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported a blank display on his insulin pump. He replaced the battery, but the issue persists. Customer's blood glucose is 334 mg/dl. Customer uses (B)(4), (B)(4), and (B)(4) batteries. The battery compartment and contacts are not damaged or corroded. Customer removed the battery for ten minutes and cleaned the contacts, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.